Manufacturer narrative:
B3: event date unknown. E1 - initial reporter phone (B)(6). One device was returned for evaluation. Visual inspection revealed no physical damage. Event history log review was not applicable. Functional testing was able to replicate the reported issue; the device was started and immediately alarmed lec 65396. The root cause was determined to be liquid damage. The mainboard was replaced as well as the motor as a precaution. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device would not start and kept alarming. The product fault occurred during testing; there was no patient involvement.